Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock due to ventricular tachycardia (vt). The vt was below the cut of therapy zone, but due to the double counting, the device delivered a shock and treated the rhythm. The healthcare professional was happy that the device treated the patient. The device was reprogrammed to lower the conditional zone to 180 beats per minute. The plan is to have the patient start on beta-blocker and there were no adverse patient effects reported. The device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock due to ventricular tachycardia (vt). The vt was below the cut of therapy zone, but due to the double counting, the device delivered a shock and treated the rhythm. The healthcare professional was happy that the device treated the patient. The device was reprogrammed to lower the conditional zone to 180 beats per minute. The plan is to have the patient start on beta-blocker and there were no adverse patient effects reported. The device and electrode remain in-service.